Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). It was noted that the quality control (qc) data is acceptable, and other assays are performing as expected. The customer completed a precision run and noted elevated results, a failing dilcheck test, and a few errors with the integrated multisensor technology (imt). The customer uses lithium heparin with gel tubes and informed that they spin tubes in regular centrifuges for 10 minutes at 3353 and 3368 revolutions per minute (rpm). Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed an inspection and serviced the tubing, rotary valve, imt port, and pump head. The sensor board voltages and ground wire were verified and acceptable. The alignments, dilcheck, qc, and a precision run were acceptable. Siemens reviewed the information provided. The only errors in error log were from 11/20/2019 at 0535 am: -303 imt measurement error for na, sodium electrode unstable, and 384 imt failed to calibrate-imt failed auto calibration. The cse performed the necessary service and verified the performance of the instrument. The cause of a discordant, falsely depressed sodium (na) result is unknown. The customer has not observed a recurrence of the issue(s) post-service visit. The instrument is operational. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed, sodium (na) result was obtained on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The customer performed repeat testing and obtained a falsely elevated na result. The customer did not report the repeat result and used an alternate dimension instrument to perform additional repeat testing. The customer informs that the repeat result obtained on the alternate instrument was in the normal reference range and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant sodium (na) results.